Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner torn through entire length of shaft, sheath shaft slightly curved, sheath shaft kinked at 6.5cm from strain relief and distal tip opened as design. Liner thickness was measured along the liner tear, however, due to the nature of the tear, measurements were taken on one side only. All measurements met specification. The visual inspection confirmed the reported event of the sheath damage. Imagery was received for review. The provided 3mensio was reviewed and the following was observed: access side was not provided. Calcification and tortuosity are present in the access vessels. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 14fr sheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (tortuous and calcified access vessels) may caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve.

Event description:
As reported by an edwards lifesciences affiliate in australia, regarding an implant case of a 26mm sapien 3 valve within a stenotic edwards surgical valve in aortic position by transfemoral approach. During procedure, the esheath split and when removing the device, the dilator was not inserted inside the esheath, therefore patient bled at access site. The esheath damaged was only observed only when removing, no other issues were found during procedure and the valve was successfully implanted. Patient received blood products due to blood loss and an iliac stent was implanted due to assumption of vessel perforation during esheath removal. The patient outcome was good.

Manufacturer narrative:
Investigation is underway.